Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that when the pt was switched from the dual drive console to the tlc-ii driver, lvad occlusion and low pressure alarms were experienced. The accumulator was increased and alarms continued. The connection of the pneumatic lead was disconnected and reconnected. The pt was then switched to a back up tlc-11. Both occlusion and low pressure alarms on both the lvad and rvad continued. The vad coordinator checked the pumps and they were not ejecting. The vad coordinator was getting ready to switch the pt back to the dual drive console when the pt began to have a seizure.

Manufacturer narrative:
The device was returned to the MFR and evaluated by performing a standard service eval. The eval of the log file and functional testing confirmed the reported event. The functional testing revealed an air leak in the pneumatic system. The air leak was caused by a damaged compressor air filter. The damage component led to a decrease in pressure output and subsequently diminished vad support. The cause of the damaged component was found to be a missing felt pad between the air filter and compressor motor which helps dampen any impact due to vibration. A review of the device history records revealed the device was last serviced prior to the implementation of the design change which added the felt pad to the assembly instruction. No further info is available. The MFR is closing its file on this event.